Event description:
Doctor was polishing anterior composite, when the bur ejected from the handpiece and went to the back of patient's throat. Doctor used suction to try and retrieve the bur but believed the patient swallowed it. Patient did not sustain any injury at the time of the event and no known complications.